Manufacturer narrative:
(B)(4). The return of the incident unit has been requested. To date, it has not been rec'd for eval. Add'l questions in regard to the incident have also been asked. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that during a vessel surgical bypass, after 10-hrs, the pt showed a redness with blister at the backside area. The neutral electrode was placed correctly and the device showed no fault messages. The pt is an asa ii. The surgery was very bloody, therefore, a dry underlie of the pt was not ensured. It is not clear if the redness with blister is a burn or a positioning problem.